Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced a bent mixer paddle to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported the au680 clinical chemistry analyzer generated erroneous low sodium (na) results on three patient samples. The results were not released from the laboratory. There was no change in patient treatment in association with this event. Quality controls (qc) were within the laboratory's established ranges before the event.